Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime alarm test, compromised force sensor test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during bolus delivery. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that the insulin pump had a no delivery and battery out limit alarm and the buttons does not work. No troubleshooting was performed on other insulin pump issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.